Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was 36 mg/dl at the time of the incident. The customer stated that he was admitted as an inpatient for medical treatment. The customer stated that the insulin pump was over delivering insulin. The customer refused to continue troubleshooting at the time of call. The customer stated that he was out of the insulin pump since the hospital stay. The insulin pump will not be returned for analysis.